Event description:
Customer reported a malfunction with code malf 12, but there were no notable events preceding it. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to report any future malfunctions.